Event description:
It was reported that, "pt became sick and knee got infected. Surgeon did I and d with poly swap."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.